Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, after delivering 60 to 70 units of insulin, the customer noted that the insulin gauge remained static at 140 units. The customer was unable to provide the initial fill estimate. The customer declined to load a new cartridge during the call with tandem technical support. There was no impact to the customer's blood glucose level.